Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the rptr: the pt alleged injury. The pt reports experiencing pain, dyspareunia, pain and swelling of legs and buttocks, urinary problems, mental anguish and add'l surgery as a result of her implantation of the pelvic mesh device.